Event description:
A removal of a broken gamma 3 was reported.

Event description:
A removal of a broken gamma 3 was reported.

Manufacturer narrative:
Affected item was not returned for evaluation. The DHR could not be reviewed as the lot code of the broken implant is unknown. Neither x-rays nor medical records were provided. The risk analysis had considered implant breakage; the estimated thresholds (s and o) were not exceeded. The device is not known or suspected to have contributed to the event; according to information received the implantation duration was approximately 6 months. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (about 6 months, confirmed by scientific analysis), so that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above it could be expected that the reported event is not linked to a deficiency of the device, but is rather considered patient related after an implantation period of approximately 6 months. Nevertheless, due to given information a more precise statement is not possible. The file will be closed formally and will be reopened when substantive information or the item(s) become available. Device was never returned.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.